Event description:
Minimal info. Three incidents reported in which the pilot line separated during usage. Occurred in ICU. All three pts required extubation and re-intubation. Reporter stated there was no pt compromise. Account converted to another co.